Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that detachment between the bending section and the distal end was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the detached connection between the bending section and the distal end is due to the adhesive peeling around the bending tube. The most probable cause is due to a degradation problem identified. The degradation problem is due to a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.